Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that she went to swimming with insulin pump and when she came back insulin pump was off. Insulin pump had exposed to moisture. Auto mode feature was unknown. No harm requiring medical intervention was reported. The device will be returned for analysis